Event description:
The customer reported that the device had a speaker malfunction. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device had a speaker malfunction. There was no allegation of a death or a serious injury. A philips field service engineer (fse) confirmed that the m3002a was used as a measurement server on a mp70 monitor. Therefore, the speaker function had no impact because the mp70 produced alarm sounds. During a periodical technical check, it was notice that a "speaker malfunction" message was on the display. The problem was resolved by replacing the ms_x2 assy cbl x2/mp2 speaker assembly ((B)(4)) and the ms_x2/mp2 nbp airway kit ((B)(4)). The product labeling (intellivue x2 multi-measurement module instructions for use, part number (B)(4), page 46) contains the following warning: "if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a patient. Contact your service personnel." This includes a check of all functions, external cables, plug-ins and accessories of the instrument that are needed for monitoring a patient. It needs to be ensured that the instrument is in good working order. A nonfunction parameter (and potentially non activating sensor) would exclude the device from being used in monitoring patients and would not cause a safety risk. Furthermore there was no statement that an inop was not issued. Generally, when a parameter on the device fails, the device is designed to generate audible and viewable inop messages to alert the clinical staff to a potential issue. The lack of numeric and patient data displayed on the host monitor would be obvious to users during close observation. The product labeling (intellivue x2 multi-measurement module instructions for use, part number (B)(4), page 57) describes that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. The lack of parameters, waveforms and patient data due to the defective screen would be immediately obvious to the user. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. This complaint is related to a single parts failure. Consideration of this complaint and trending for this issue supports that there is no design, manufacturing, materials, or labeling problem. No further action or investigation is warranted.